Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the surgeon monitor was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor would turn on for about a second, then go black. When the site plugged in the other navigation system's surgeon monitor it worked with no issue. There was no patient present.

Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor would lose display functionality a few seconds after powering up. Cycling power to the monitor would not restore functionality. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.